Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the staples would not be delivered. There was no pt consequence.

Manufacturer narrative:
D6: device returned with no lot identification. Proximate linear cutter: based on the information received and the visual and functional results, no conclusion could be reached as to what may have cuased the reported incident. The instrument was returned without the cartridge. As the cartridge was not returned with the instrument, the interaction between the instrument and cartridge could not be analyzed. However, the instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. It should be noted that the cartridges are 100% inspected through an automated vision system to ensure all the staples are present prior to shipment. It could not be ascertained as to why the staples reportedly did not fire.